Event description:
Pt reported obtaining back-to-back blood glucose results of approx 89 mg/dl and 251 mg/dl (pt could not recall exact values), while using the suspect device. Pt did not indicate if any action was taken based on these results. No resultant injury was reported. At the time the results were obtained, pt's device was incorrectly coded. While on the line with technical support, pt was unable to locate the discrepant results in the device's memory. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.